Manufacturer narrative:
It was reported that a left bundle branch block (lbbb) following navitor implant. Subsequently, the patient experienced ischemic stroke with right-sided hemiparesis and was transferred to another hospital for thrombectomy. The patient passed away two days following the procedure. The cause of death was reported to be cerebrovascular accident (cva). Information from field indicated that the valve was partially re-sheathed two times due to low implant depth; the final implant depth at non-coronary cusp (ncc) was 8.3 mm. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the medical review performed at abbott, valve positioning was lower than intended; however, this was anatomically driven, as the aortic root dimensions were small relative to the annular dimensions. Post-dilatation imaging of the navitor valve appears to support this assessment. Based on the information received and medical review, the patient effects of post-navitor lbbb followed by ischemic stroke and resulting hemiparesis appear to reflect a cascade of procedure-related conditions. No device-related factors contributing to the event were identified. The exact cause of patient death could not be conclusively determined. The unexpected medical interventions were result of two thrombectomies and post-implant valvuloplasty due to under expansion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 2.9mm. During procedure, the activated clotting levels were 226s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve partially re-sheathed two times due to the implant depth was too low. A post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon due to under expansion. The final implant depth at non-coronary cusp (ncc) was 8.3mm and at left coronary cusp (lcc) was 8mm. After deployment, a left bundle branch block was noted. The patient had an ischemic stroke with right-sided hemiparesis confirmed by cerebral scan and magnetic resonance imaging (MRI). The patient received two thrombectomies (aspiration and stent retriever). Recanalization at the end of procedure at 17h47 with no bleeding or contrast enhancement. The patient got transferred into another hospital for thrombectomy. Two days after the procedure, the patient passed away. The cause of death was cerebrovascular accident (cva).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 226s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve partially re-sheathed two times due to the implant depth was too low. A post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon due to under expansion. The final implant depth at non-coronary cusp (ncc) was 8.3mm and at left coronary cusp (lcc) was 8mm. After deployment, a left bundle branch block was noted. The patient had a ischemic stroke with right-sided hemiparesis confirmed by cerebral scan and magnetic resonance imaging (MRI). The patient got transferred into another hospital for thrombectomy. Two days after the procedure, the patient passed away.